Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been leaking a lot and they were thinking they need to adjust something. Agent reviewed therapy information and general programming guidance. Patient mentioned that if they were in a recliner or laying back, they didn't feel the stimulation at all, but if they were up prone in a chair, they could feel it pulsing all the time. Patient said that it wasn't like that during the trial period. Patient noted that yesterday they had to be sitting +6 hours and it bothered them most of the day when they would get up and walk around or whatever but as soon as they would sit back down again it felt like a shock to them, like someone was zapping them. Agent advised to try decreasing the stimulation. The patient was redirected to their healthcare provider to further address the issue. Patient reported unexpected stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.